Manufacturer narrative:
(B)(4). Batch #: v96d08. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long were the activations?----a few minutes what is the potential location of remaining pieces in the patient? Operator closely inspects surgical cavity as well as surgical area, but nothing find it. Was the patient¿s post-operative care affected or changed in any way due to the issue? It was not affect the patient's post-operative. The surgery was delayed about 30 mins. The patient has discharged from the hospital now. What was the surgical procedure? Endoscopic thyroid surgery, just after the cavity was built, began to separate the thyroid suspensory ligament. How many activations were performed before the issue was noticed? No more than 10 times and no more than 5 minutes shall be fired when problems are found. How long were the activations? No more than 10 times and no more than 5 minutes shall be fired when problems are found. What anatomical structure were they working on when this issue occurred? The thyroid gland was being studied when the problem occurred. Approximately how much of the tissue pad is still in the body? Most have been found in vitro, and it is uncertain how much remains in the body. It may be one tenth of the total volume of graphite, and the potential location is in the neck. Of the pieces that were removed, how were they removed? Remove the debris in the gap of the knife head lumen and pick it out with a syringe needle. Was the patient¿s post-operative care affected or changed in any way due to the issue?the patient has not found any abnormality in postoperative nursing and has been discharged from the hospital. This is an analysis of an image submitted to ethicon endo-surgery for evaluation. Image (B)(6): the image provided by the customer is that of two distal jaws of what appears to be a harh instrument. A closer look at one clamp arm interface shows the black tissue pad detached on one of the jaws. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroidectomy the scalpel passed first pre-run test. After working several minutes, and the black part of the tissue pad broke into some pieces and fell into the patient's body. Most parts have been removed from the patient. However, a few parts were still existed in the body. The surgeon concerned that it will be have adverse effect on the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2022 d4 batch #: v96d0e additional information was requested and the following was obtained: according to sale reps feedback, the correct lot is v96d0e an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh36 device was returned with the tissue pad with signs of normal wear and properly attached to the clamp arm. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.